Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer discarded sensor due to electrode being missing in more than one sensor. It was reported that transmitter was fully changed and blinked. Customer's blood glucose was unknown. Sensors would be replaced.